Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the surgeon was able to press the green button and squeeze the green button but the device did not fire. It was also noted that the notches of the gear broke off for the four handles. The surgeon attempted using a purple reload when the issue occurred. Another handle and a black reload were used to complete the procedure. There was no patient injury.